Manufacturer narrative:
Philips offered the customer a quote to have a field service engineer (fse) evaluate the system on-site, but the customer cancelled the quote, therefore philips did not inspect the device. No additional information could be obtained from the customer. The codes were updated based on the investigation outcome. H3 other text : evaluation cancelled; no response received for further information.

Event description:
It was reported to philips that disk space is low and found error on device. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.